Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/18/2020. Additional information: h6. Additional h3 investigation summary : actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Manufacturer narrative:
(B)(4). The device history records md4bk reviewed and no issue found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke when it was used during the procedure. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.